Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016 information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving gablofen 2000mcg/ml at 290.4 mcg/day and bupivacaine 2.5mg/ml at 0.363 mg/day via an implantable pump for intractable spasticity. On an unknown date, the patient experienced underdose and overdose symptoms due to the patient flipping the pump. The physician suspected the catheter was damaged as a result. Diagnostics and troubleshooting were unknown. The pump reservoir volume at the time of refill was inconsistent with what the clinician programmer reflected. The volume was off by approximately 10-15ml; so at one point, the patient should have had 25ml in the pump and the physician was able to withdraw 40ml. On (B)(6) 2016, the patient underwent a catheter revision at the proximal end and a replacement of the pump. As of (B)(6) 2016, the event had resolved. At the time of replacement, the clinician programmer reflected that the reservoir volume should be 35.3ml and 25ml was extracted from the pump. The patient's status was unable to obtain. Additional information has been requested regarding the event date, the cause of the event, troubleshooting/diagnostics and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluated?: analysis of the catheter found significant twisting on the catheter body. A kink was also observed at the location where the twisting was seen. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. There was also damage to the transitional tubing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.